Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the patient received multiple inappropriate shocks due to noise. Lead replacement was recommended.

Event description:
It was reported that a remote transmission revealed oversensing of lead noise. The patient had not called in with any symptoms. Further evaluation of the lead was recommended, but the patient has been lost to follow-up.